Event description:
It was reported that an interlink solution set had a spike that was bent at the tip. This issue was observed before use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation: baxter received one sample for evaluation; it was visually inspected and the reported condition was confirmed. The root cause could not be determined but the defect may occur within the manufacturing facility. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.